Manufacturer narrative:
Zimvie did not receive one (1) unknown healing abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown healing abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded the recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie complaint number cmp (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided . D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided h3 other text : device was not returned.

Event description:
It was reported that the encode abutment stuck and stripped. Could not retrieve. Implant was removed.